Event description:
Optician reported event and provided medical records of a patient who was diagnosed with corneal edema, keratitis, and a central corneal ulcer in right eye and treated. At follow up visit a few days later, the corneal ulcer was reduced.

Manufacturer narrative:
Two lenses were returned and evaluation found the lenses were discolored due to customer use. The lens parameters were measured and me specifications. Based on all information, no causal factors can be determined and no conclusion can be drawn.